Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that post a drainage procedure the drainage catheter was broken. The physician was using a flexima drainage catheter. The biliary tube "fell out and the tube was broken" a part of the tube remained in the patient. The physician had to go back in and remove the tube. The procedure was completed with another of the same device which was placed successfully. No further patient complications were reported an the patient status is fine.